Event description:
The customer reported that he was experiencing high blood glucose levels. The customer also stated that he has been hospitalized three times in the past two months due to high and low blood glucose levels. The only date given was for the most recent event on (B)(6) 2012 for low blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.